Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. A receiver charge and receiver boot test was performed and failed due to receiver won¿t turn on with a known good battery (4.1v) in substitution. Functional tests were not performed due to receiver won¿t turn on with a known good battery (4.1v) in substitution. An internal visual inspection was not performed due to receiver won¿t turn on with a known good battery (4.1v) in substitution. The receiver log was not downloaded due to receiver won¿t turn on with a known good battery (4.1v) in substitution. The probable cause could not be determined. No injury or medical intervention was reported.